Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Optical sensor issue: data log review showed a ~50 mmhg drop in placement signal (ps) over about 30 minutes followed by a more gradual decrease in ps until it was out of range. Signal not reliable (snr) and contrast trended downward with the ps. The rest of the 5s parameters were fairly stable. A psnr alarm triggered when the ps went out of range. The optical signal issue was reported 42 days into the case, which is under the intended design life of 60 days per design traceability matrix. The root cause of the optical signal issue was most likely sensor silicone wear since the ps downward trend matches the known data log pattern for sensor wear. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella 5.5 demonstrated a ¿placement signal unreliable¿ alarm. Nurse called to inform them that they will be muting the alarm and disabling the placement signal. Support continued and there was no patient harm.